Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. No error alarms were noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a stained address and serial number label.

Event description:
It was reported that the insulin pump alarmed an errors. The customer's blood glucose was unknown. The reported issue was a past event so troubleshooting was not performed. The customer was able to clear the error alarm. Self test was done and the insulin pump passed the test. The customer stated that the device had also alarmed motor error. The customer does use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.